Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced stoma site pain, discomfort and redness. The patient underwent an unknown scan which revealed air in the abdomen. The patient was prescribed IV fluids and unknown IV antibiotics. It was reported that an extra stitch was applied to the retention plate. The patient experienced shortness of breath, and was placed on oxygen. On 20 nov 2023, the patient's suture near the retention plate was removed by the physician. After multiple query attempts, no further information was available.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Stoma site infection and pneumoperitoneum are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.